Manufacturer narrative:
The actual device was not available; however, photographs were provided for evaluation. Visual inspection of the photos showed that the cone of the male luer lock was broken, which allowed the leakage event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken luer connector was determined to be related to supplier product design and manufacturing. A corrective action preventive action record and a change control were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the return line luer connector of a prismaflex m100 set during priming. There was no patient involvement. No additional information was provided.